Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 2/1 auxiliary 1 kept popping out cubies. A field service engineer (fse) had started to run diagnostics on drawer 2/1 auxiliary 1, and half of the drawer had turned pink. The fse then replaced the pyxis module controller for drawer 2/1. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.1 was not detected on the bus. The customer stated that they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.